Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type :catheter. (B)(4).

Event description:
It was reported that upon device interrogation on (B)(6) 2014, the logs revealed a motor stall on (B)(6) 2014 at 14:19, with recovery the same day at 14:44. The cause for the stall was not known. The severity was mild. There were no patient symptoms reported, but the patient recovered without sequelae on (B)(6) 2014. The pump system was being used to infuse baclofen (compounded), fentanyl, and clonidine. Further follow-up is being conducted to obtain information regarding if there were any patient symptoms. If additional information is received, a follow-up report will be sent.